Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary evmed-room was not powering on, the customer attempted troubleshooting by rebooting the station and changing the power outlet; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer identified failed enhanced half height drawers 3-1 and 3-2, which caused the station not to initiate. Replaced the drawer board set, tested the drawers, and successfully recovered them. The system functioned as intended after the field service engineer repaired the device.